Event description:
Rod peterson from express medical called to report a patient's s8 unit has no power. Scortch marks and strong smoke smell. Ash like particals at bottom of unit. Originally identified as not reportable.

Manufacturer narrative:
Device is within the serial number range of a current resmed recall. Upon examination, the device was confirmed to have the ac connector problem, the reason for the recall. Future events are excluded from MDR reporting per the exemption from FDA.